Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The implants remained in the patient and the sutures were reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two meniscal cinch ii's were being used in a knee arthroscopy procedure. The first and second implants were deployed without issue. When the knot pusher was put on the suture and put in the joint to tighten down the suture broke. This happened for both devices and the sutures were cut out and removed. The implants were behind the meniscus and capsule and could not be retrieved. The doctor requested two devices from another manufacturer to complete the repair.